Event description:
It was reported that the insulin pump had a blank display and customer was expecting a battery cap replacement but the device is now alarming button error. Blood glucose value is 248 mg/dl. Nothing further reported.

Manufacturer narrative:
There was no button error alarms noted. There was intermittent button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, display window, minor scratches on display window and cracked case near display window corners which were noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See MFR report number 2032227-2014-69143 for blank display.